Manufacturer narrative:
Po (B)(4) qc report.

Event description:
Meter read er1 consistently, suspected to be test strip giving issues.

Event description:
Meter read er1 consistently, suspected to be test strip giving issues.